Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule, lymphoma-alcl-suspected, seroma-late, capsular contracture baker grade iii and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected, seroma.

Event description:
A patient reported they experienced the event of increase of left breast with strong pain." Healthcare professional reported "implant rotation", "inflammatory process", "breast pain", "hardening", solid ovoid nodule, oval nodular image with circumscribed margin in the lower and lateral quadrant of the left breast (granuloma?), "lower and lateral quadrant solid lump", capsule enhancement as well as edema of the mammary parenchyma and the overlying skin lining in the lower quadrants of the left breast", "repeating seroma", "moderate amount of intra-capsular fluid" and "baker 3 capsular contracture" and "diagnosed with giant cell lymphoma associated with breast prosthesis". Histopathological markers are not reported. Treatment: puncture, pain killers. The device remains implanted.